Manufacturer narrative:
The initial reporter also notified the FDA on 4/12/2018 via medwatch #mw5076465 a sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on a bd safetyglide¿ needle failed to function properly, causing a dirty needle stick to the healthcare worker when she attempted to clean up supplies after use. Post exposure lab work or any other medical interventions were not mentioned in the report.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. DHR review for batch 7177807 (p/n 305901): manufacturing dates: 07/19/2017 to 07/21/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7177807 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.